Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector p14j there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd phaseal¿ protector p14j there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon testing the sample, leakage could not be confirmed, however, the needle was found to be inclined. As a lot number was not available for this incident, a production history review could not be completed and additional retained samples could not be evaluated. As the sample was used, it is not possible to determine whether the inclined needle occurred during the manufacturing process or within the end user environment. To improve the attachment of the protector to the vial and to ensure accuracy, the m12 assembly fixture is recommended. A project has been opened to improve the cannula assembly process within the manufacturing machinery, as a lot number is unknown for this incident, it is unknown whether the product was produced before or after the project's implementation.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd phaseal¿ protector p14j there was an issue with leakage. There was no report of injury or further medical intervention.